Manufacturer narrative:
Concomitant medical products: 02-020-11-0340 - truliant ps cem fem ps cem right sz 4 sn: (B)(4) , 02-022-45-4030 - truliant tib fit tray cem sz 4f / 3t sn: (B)(4) , 200-02-35 - three peg patella 35mm sn: (B)(4) , 204-34-02 - fluted stem extension 25l x 14 mm sn: (B)(4) , 204-70-00 - tibial stem ext. Screw sn: (B)(4). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported via a legal tolling agreement that a patient who underwent a right knee implant procedure on (B)(6) 2017, had a revision procedure on (B)(6) 2022 approximately 5 years post the initial implant procedure due to pain. The surgeon revised the right knee to a size 4 condylar constrained right with 18x120 ext stem. Size 4/5mm distal femoral aug with a 4/11mm constrained liner.

Manufacturer narrative:
H6: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. H7: z-0023-2022.

Manufacturer narrative:
H11. Additional manufacturer narrative- additional information added and updated investigation results. H3. Investigation results: the devices were not returned. Photos of the insert were reviewed: there appears to be some pitting on the insert. Isolated deformation on the articular surface may be secondary to third body wear. Third body wear occurs when particles such as cement or bone become trapped between the femoral component and tibial insert, resulting in pitting and grooves in the polyethylene tibial insert. The risk documents were reviewed, and the risk of prosthesis wear and femoral loosening are captured. The tibial insert involved in this case was on the shelf for less than 5 years before the date of implantation. The revision reported was likely the result of prosthesis wear. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. However, the extent and likely cause of the prosthesis wear cannot be confirmed as the devices were not available for evaluation, and radiographs and operative notes were not provided. These devices are used for treatment not diagnosis. There is no additional information available.

Manufacturer narrative:
H3: the revision reported was likely the result of prosthesis wear and possible femoral loosening. There may have been an insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. However, the extent and likely cause of the prosthesis wear and potential femoral loosening cannot be confirmed as the devices were not available for evaluation, and radiographs and operative notes were not provided.